Manufacturer narrative:
A replacement battery was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - battery will not hold it's charge. It is not giving any message. It will be 100% charged, but when the nurses unplug it and take it to someone's room, they have to plug the battery in.